Manufacturer narrative:
Pending evaluation.

Event description:
It was reported that this patient had a revision approximately 8.5 years post op due to poly wear.

Manufacturer narrative:
(H3) the reason for the revision reported was most likely prosthesis wear over the course of 9.5 years of implantation. However, this cannot be confirmed as the devices were not available for evaluation and no additional clinical information was provided. The following sections have corrected information: (h6) component code: 734, bearings.